Manufacturer narrative:
1627487-12192011-003-r; this ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR report: 1627487-2017-03508. It was reported the patient had not recharged the ipg for at least 4 months because the scs system was no longer providing effective stimulation and she was no longer using the scs system. The ipg was unable to communicate with the external device. The patient underwent surgical intervention where the ipg and lead were removed and replaced. Therapy was resumed and the patient is receiving effective stimulation.